Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00629.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils and a ruby coil detachment handle (handle). During the procedure, after advancing the ruby coil to the target vessel using a lantern delivery microcatheter with a non-penumbra sheath, the physician attempted to detach the coil using a handle; however, it was unable to detach after multiple attempts. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil with the same handle, same microcatheter and the same sheath. There was no report of an adverse effect to the patient.